Event description:
The report received from the affiliate states that the physician experienced difficulty removing the powerflex pro balloon through the 6fr sheath. The age and gender of the patient is unknown. A retrograde puncture of the left femoral artery with the insertion of a 6fr sheath and a .035'' terumo wire was performed. A powerflex pro 9x40mm balloon has was used to dilate the stenosis. After deflation the powerflex balloon could only be removed through the sheath with difficulties. After this the balloon could not be advanced through the sheath again. The surgeon took a new powerflex balloon but after dilation the same issues occurred again. (This happens with all 3 products within the same procedure) there were no anomalies or damages noted during the preparation of the device. There were also no difficulties advancing the balloon through the sheath initially. The balloon could be inflated and deflated without any problems. A 6f terumo sheath was used during the whole procedure. There was no harm for the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of three products with the same catalog and lot number used in the same procedure involved with the same event which is associated with mfg. Report #s 9616099-2012-00630, 00631, and 00632.

Manufacturer narrative:
The report received from the affiliate states that the physician experienced difficulty removing the power flex pro balloon through the 6fr sheath. The age and gender of the patient is unknown. A retrograde puncture of the left femoral artery with the insertion of a 6fr sheath and a .035'' terumo wire was performed. A power flex pro 9x40mm balloon has was used to dilate the stenosis. After deflation the power flex balloon could only be removed through the sheath with difficulties. After this the balloon could not be advanced through the sheath again. The surgeon took a new power flex balloon but after dilation the same issues occurred again. (This happens with all 3 products within the same procedure). There were no anomalies or damages noted during the preparation of the device. There were also no difficulties advancing the balloon through the sheath initially. The balloon could be inflated and deflated without any problems. A 6f terumo sheath was used during the whole procedure. There was no harm for the patient. One non sterile catheter power flex pro 9.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. There were blood residues observed in the balloon. The balloon was inflated and deflated. An unknown (terumo) catheter sheath introducer 6fr was received with the returned device. The delivery shaft of the unknown catheter sheath introducer involved presented kinks at 5.0cm and 8.05 cm from the distal end. The balloon not present damaged. No other anomalies were observed in the returned device. The balloon was inflated and deflated and no damages were detected. A dimensional analysis for the outer diameter proximal seal was performed using the vernier as go ¿ no go at 2.00 mm, and the od proximal seal was found out of specification since the od could not be passed through the 2.00mm. An attempt to perform insertion/withdrawal test was done with the pf pro device and the returned terumo csi 6fr, no resistance was felt during the test. Negative pressure was applied to the balloon with an indeflator. In addition, an attempt to perform insertion/withdrawal test was done with the pf pro device and csi avanti 6f lab sample, no resistance was felt during the test. Negative pressure was applied to the balloon with an indeflator. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon damaged was not confirmed since no damage was noted during analysis. The complaint of withdrawal difficulty was confirmed as the outer diameter of the proximal seal was found to be out of specification. The exact cause of the for the proximal seal outer diameter out of specification could not be determined, controls are in place to detect pf pro proximal seal ods and defective balloons with damage from leaving the facility. Due to the out of specification issue identified, this complaint was escalated to a dpra for further investigation. Please note that this medwatch report represents one of three products with the same catalog and lot number used in the same procedure involved with the same event which is associated with mfg. Report #9616099-2012-00630, 9616099-2012-00631, and 9616099-2012-00632.